Event description:
Patient was revised to address tibial loosening at the cement/implant interface. The manufacturer of the cement used at the time of original implantation is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. Patient x-ray photocopies were received. No additional information was obtained. Review of the provided x-ray images do not show any obvious radiolucent lines at the tibial/bone interface. Additionally, a chronological series of x-rays was not provided. Thus, the progression of loosening cannot be confirmed. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. The reported complaint of loosening cannot be confirmed with the provided information. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.